Manufacturer narrative:
Sections with additional information as of 02-nov-2021: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4) - same meter, different test strip lot number. Meter and test strips were not returned for evaluation. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for low blood glucose test results. Father is calling on behalf of the customer. Father reported complaint for two different vials of test strips - reference internal report (B)(4). Father stated that he has been administering insulin to customer based on the results obtained. Father provided results for (B)(6) 2021 from logbook - father did not confirm which vial of test strips had been used; father stated results obtained had been 82mg/dl in morning and 95 and 173mg/dl at lunch. The customers expected blood glucose test result range was not disclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturers expiration date is 11/23/2022 and open vial date was not disclosed. Father stated the test strips were stored according to specification (location undisclosed). The meter memory was not reviewed for previous test result history.